Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an extension fusion (t8) for treating adjacent centrum disorder on (B)(6) 2022 they applied vbs to the fractured centrum after screw deployment. The patient¿s hardened bone was revealed during trial-balloon application. As the surgeon wondered if a stent balloon would be inflated as planned, he decided not to apply the stent balloon. The remaining procedure was completed. The patient was x-rayed postoperatively, and the surgeon confirmed some cement leakage. The surgeon commented as follows: 1. The patient has been under stable condition. 2. The cement (a small amount) might have leaked from a crack on the centrum. No further information is available. This report is for one (1) sistema de cemento vertecem v+ . Esteril. This is report 1 of 1 for complaint (B)(4).